Event description:
The patient reported that the pump is not working. It is unknown if the md is aware. No more information was provided. Per notes, the curlin pump serial number is (B)(4). It is unknown if the patient missed a dose. There was no adverse event reported. No details provided as to how or what is the defect on the device. Unknown if patient has the defective and/or malfunctioning device/product on hand. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.